Manufacturer narrative:
The customer replaced the ise electrodes. The field service engineer (fse) performed a full instrument check, performed a 21-cup precision check, performed a hardware check, checked rinse levels, replaced the naoh detergent tube from the bottle to the valve, performed a cell detergent prime and cuvette mixer check, checked the internal probe rinses, performed air purge, and replaced the gear pump head and adjusted the gear head pressure. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable tpuc3 total protein urine/csf gen.3 results for 1 patient sample on a cobas 6000 c (501) module. The initial result was reported outside of the laboratory. The customer ran qc at the end of the day and it was out of range which prompted them to repeat the patient sample. The initial urine total protein result was 14.8 mg/dl. The repeat result was 4.0 mg/dl. The repeat result was deemed correct. The reagent lot number and expiration date were requested but not provided.